Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-002 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube placement. The instructions for use indicate to secure the peg tube, pull on the abbvie peg tube until elastic resistance is felt and keep under tension and abbvie peg tube should remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in japan underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. Since (B)(6) 2017 morning, the patient experienced abdominal pain. It was reported that the patient experienced peritonitis. According to the physician, it was due to loosening of the ring that fixing the stomach wall and the abdominal wall. Report indicated that flow was generated from the stomach into the abdominal cavity and it likely induced peritonitis.